Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During implantation of a trial scs system on (B)(6) 2011, it was reported that the patient had non-sjm product removed and implanted during the same procedure. The patient was asleep postoperative and was moved to the ICU. Upon follow up, sjm found that the patient was comatose after (B)(6) 2011 procedure for an unknown period. Two weeks later, the patient had seizures for a period of time and it is alleged the patient's condition is hypoxic brain injury. Further follow up, indicates the patient is doing better and attempting to speak. The trial system and extension were removed on (B)(6) 2011. The lead remains implanted. The physician believed that this event was not device related. A CT scan of the brain did not show any abnormal results. The patient continues to be cared for in the hospital. No further information is available at this time.